Event description:
It was reported that the user experienced hyperglycemia while using the iLet after consuming donuts and entering two meal announcements, with a fingerstick blood glucose of 516 and the CGM reading ¿high.¿ The event involved improper infusion set application that impeded insulin delivery, followed by low cartridge alerting and replacement of the cartridge and infusion set, after which insulin delivery resumed and glucose trended down to 358. Symptoms included hyperglycemia. Outcomes included no hospitalization and improvement in glucose after corrective actions. Investigation included troubleshooting guidance, review of infusion set application steps, cartridge replacement, and user education on proper infusion set deployment and hydration. Investigation of this case revealed user error in infusion set placement leading to inadequate insulin infusion, with the device functioning as designed after correct setup. It was concluded, based on previously established findings for similar reports, that user technique error was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA Form 483 observations to ensure full reporting compliance.